Event description:
It was reported the left ventricular (lv) lead had a confirmed fracture. The lead exhibited no capture at maximum outputs and high impedance. The lv lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01 bi-v ipg, (B)(6) 2013. (B)(4).